Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are: (B)(6). (B)(4). Original implant date was in 2012 exact date unknown. (B)(4). This event resulted in adjacent level stenosis and required revision surgery. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon performed a revision on the patient on (B)(6) 2016. The patient had a l2-l4 posterior lumbar fusion with synthes universal spinal system (uss) in 2012. The patient went on to develop a solid fusion at l2-l4, and also developed adjacent level stenosis above the level of the fusion at l1-l2 at an unknown time after the 2012 (exact date is unknown) procedure. During the revision all the hardware was removed from the 2012 surgery (exact date is unknown). The surgeon found that one (1) left l2 uss collar was broken. Five (5) uss collars were also removed but were not broken. This was not observed prior to the revision. It is unknown when this broke. Additionally, all the screws that were removed were bent slightly just below the head of the screws. The surgeon replaced all the l2-l4 screws with uss dual opening screws that were 1mm larger in diameter. The surgeon then placed new uss dual opening screws from t11-l1. The surgeon then performed a decompression above the previous fusion. The surgeon placed new rods and connected them. The surgical procedure was completed successfully. The patient status is unknown. There was no surgical delay. This complaint involves 7 devices. This report is 3 of 7 for (B)(4).